Manufacturer narrative:
Findings: unit received with contamination contact pins #2 and 3. However unit passed functional testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation.

Event description:
Customer reported issues were with sensor glucose verses blood glucose differences. Customer's blood glucose reading was 125 mg/dl. Troubleshooting was done. Nothing further was reported.